Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the handle of the torque ratchet was not torquing. The surgery was prolonged about 5 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation details, the part was received in good condition, without evidence of torquing failure due to an unknown cause, a torque limiting ratchet handle was reported as, handle in not torquing off. The supplier evaluation details, upon conducting the investigation, the complaint could not be confirmed; parts torqued within tolerance. Based on the supplier evaluation and the unknown cause, this complaint is unconfirmed and is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that avalign technologies-nemcomed manufactured the 10nm torque limiting ratchet handle-6mm hxc, p/n 03.620.061, and lot number 6985195 on po #(B)(4) for (B)(4) pieces delivered august 23, 2012. Initially, the part conformed to the supplier¿s certificate of conformance, dated august 21, 2012, and synthes final inspection sheet # (B)(4), revision ¿d¿. The parts were released to the warehouse on august 29, 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The 10nm torque limiting ratchet handle-6mm hxc was made to the synthes drawing p/n 03.620.061, revision ¿d¿, released on march 19, 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.